Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an infection that was suspected to be peritonitis coincident with peritoneal dialysis therapy. The event was manifested by cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for suspected peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status was not reported. No additional information is available.